Manufacturer narrative:
(B)(4). The complaint sample was received and there were no visual defects detected during the visual inspection. The safety analyzer test was performed during functional testing and the device passed. However, the device failed the electrical test as the thermal cutoff component was detected open. As a result of the component being open the unit did not heat up. The reported complaint was confirmed through functional inspection. The possible root cause for the damage on the component was due to overheating the unit. Although the reported defect was confirmed, it is unlikely the issue occurred during manufacturing as all aquatherms are 100% tested during manufacturing. Therefore this defect would have been detected during the final inspection of the device. A conclusion code could not be chosen as the complaint was confirmed however, a root cause could not be established.

Event description:
The customer alleges that the device cannot be heated prior to use.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the device sample is not available, it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Event description:
The customer alleges that the device cannot be heated prior to use.